Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event is unknown. (B)(6). This report is for an unknown unk - cage/plate: zero-p /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant and explant dates are unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
Device report from synthes on an event in (B)(6) as follows: the study included one hundred and twenty subjects who were selected from patients who were diagnosed as cervical spondylopathy from january 2014 to february 2016. There were 25 cases having pathological changes in the seg¬ment of c3-4, 50 cases in c4-5, 30 cases in c5-6, and 15 cases in c6-7. Among them, there were 30 cases of cervical spondylotic radicu¬lopathy (csr), 65 cases of traumatic cervical disc protrusion and 25 cases of cervical spon¬dylotic myelopathy. Of all the enrolled patients were aged from 38 to 61 years, 68 were males and 52 were females. Imaging examination confirmed that intervertebral disc of all patients had different degrees of compression on vertebral artery, nerve root and spinal cord. These patients were divided into experimental group (zero-p ¿ spacer and screws) and control group (pcb) of 60 cases in each. The experimental group had 33 males and 27 females, with aver¬age age of (42.7/5.3) years. While there were 35 males and 25 females in the control group, with average age of (43/4.9) years. Various scale and test evaluations were used to measure patient outcomes. The spinal function table of the japanese orthopaedic association (joa) was used to reflect the function and status of spinal cord. The table was scored according to patients¿ upper limb function, lower limb function, and level of sensitivity (upper and lower limbs and body) and bladder function. The improvement rate of the japanese orthopaedic association (joa score) = (scores after treatment - scores before treat¬ment). It could be classified into excellent (>75%), good (50%-75%), medium (25%-50%) and bad (<25%). The following complications were reported: eleven (11) patients in the experimental group presented with postop¬erative chronic dysphagia. Two (2) cases in the experimental group had a rating of ¿bad¿ at the end of a follow-up visit, regarding the improvement rate evaluated by japanese orthopedic association (reflect the function and status of spinal cord. The table was scored according to patients¿ upper limb function, lower limb function, and level of sensitivity (upper and lower limbs and body) and bladder function). This is report 2 of 2 for (B)(4). This report is for an unknown quantity of zero-p interbody spacers/cages and an unknown quantity of locking screws, unknown part # / lot #. This report is for two (2) devices.